Event description:
It was reported that an altitude alarm occurred. No additional patient or event information was provided. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 209 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.